Event description:
It was reported that during a embolization treatment procedure, catheter fracture occurred. The target lesion was located in a severely tortuous artery. This renegade microcatheter was selected along with a non-bsc .018 coil. The physician stated that the .018 non-bsc pushing coil was difficult to pass after the third one and the inner lumen of the catheter broke, but the delaminated material did not detach from the catheter. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that during a embolization treatment procedure, catheter fracture occurred. The target lesion was located in a severely tortuous artery. This renegade microcatheter was selected along with a non-bsc .018 coil. The physician stated that the .018 non-bsc pushing coil was difficult to pass after the third one and the inner lumen of the catheter broke, but the delaminated material did not detach from the catheter. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluation: the microcatheter was visually examined and no anomalies were noted. Dimensional measurements were taken and met specifications. During functional testing a 0.0184'' mandrel was inserted through the proximal end of the catheter and it was advanced through the catheter shaft and out the distal end without restriction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).